Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place.

Event description:
Received info, the pt has both a scs system and a pain pump system. When she uses the ptm (pump) programmer, it interferes with her stimulator and she feels shocks and spasms down her left leg. The pt has reverted to using her old pt programmer. She also said, her device is pushing its way out. The pt has lost a lot of weight recently and has no fat. The pump is located on the left side stitched to a rib with the catheter running down around the left side into the spine. The ins is located on the right side and has recently slipped down into the groin area. Electrode runs around right side into the spine area. Pt had an upcoming appointment with her provider. Add'l info has been requested and if received, a follow up report will be sent.